Manufacturer narrative:
The field service engineer (fse) was at the customer site on (B)(6) 2016. The fse observed that the drain valve was responsible for the reported positive control failure. He replaced the drv and was able to run controls successfully. The system was operational. The repairs were verified per established service procedures. Bec internal identifier for this report is (B)(6).

Event description:
The customer reported that positive control failed low on their iq200 elite urine microscopy instrument. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.